Event description:
It was reported the patient experienced signs of possible infection in the pump pocket. Patient status was alive-no injury/no adverse event. It was later reported a culture was taken with no result. The pump remained implanted. The patient status was 'normal.'

Manufacturer narrative:
(B)(4).